Event description:
It was reported that an alert for low, out of range, hv lead impedance was received via remote transmission. The hvli measurements were in normal range when the patient sent a manual transmission. The lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 8.1-8.2cm, 11.3-11.4cm, and 13.6-13.7cm from the is-1 connector pin, consistent with lead friction to the ICD can. External insulation abrasions were noted at 7.6-8.3cm, 7.9-8.4cm, and 37.2-37.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 11.5-11.8cm from the is-1 connector pin, consistent with lead friction to the ICD can. The sensing/rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.